Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the black box and the alarm history showed multiple, consecutive call service alarms occurring on the date of (B)(4) 2014. The pump booted with audio, vibration and a fully illuminated display screen. Product analysis was able to upload a new software code. The pump was then opened and evaluated and there were no visible defects found to the pcb. Product analysis was unable to duplicate the reported "blank" screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen) issue. The reporter stated that the display was blank after multiple call service alarms and that audio tones were present. Reportedly, the screen reappeared after a battery change. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.